Event description:
During remote monitoring, the radio frequency (rf) telemetry of the device was unavailable. The patient later presented in-clinic, abbott technical support was contacted, and a firmware update was performed to restore the rf telemetry capabilities of the device. The patient was in stable condition.